Event description:
Clinic notes were received indicating that the vns patient experienced status epilepticus on (B)(6) 2013 which resolved with medication. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient missed medications for four days. The status epilepticus was believed to be related to non-compliance of medications and not related to vns therapy.